Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the stent was pulled distally on the balloon. This damage resulted in the proximal edge of the stent being positioned 2mm distal to the distal edge of the proximal markerband. The distal section of the stent was positioned distal to the distal markerband. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reporting that during preparation for a stenting treatment procedure, the stent moved on the balloon. As a 3.5x16mm liberte bare monorail stent delivery system was being prepared, prior to mounting the device on the guide wire, it was noted that the stent had shifted from the balloon, so the device was not used. No patient complications were reported and the patient's status is stable.

Event description:
It was reporting that during preparation for a stenting treatment procedure, the stent moved on the balloon. As a 3.5x16mm liberte bare monorail stent delivery system was being prepared, prior to mounting the device on the guide wire, it was noted that the stent had shifted from the balloon, so the device was not used. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)